Event description:
The end user, who has been using product for many years, reported recently developing a tangerine sized parastomal hernia above her stoma. The end user stated she noted a pimple-like fluid filled blister on the lower left quadrant of her abdomen at the 6 o'clock position under the mass, extending a half inch from her stoma, two (2) months ago.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user has been cleansing with baby wipes. Rinses with water, dries the area, applies protective barrier wipes, then powder then the wafer. The end user was educated on skin care routine. The end user stated she is seeing wound care certified nurse and will get anti fungal powder called in. From a clinical perspective, a causal relationship between sur-fir natura 2 pc durahesive convex moldable wafer and this event is deemed possible because the product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013.